Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device has a potential field age of approximately 4 months. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or heads should be replaced when the part is no longer functioning. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the surgeon was using the femoral inserter and impactor when he hit the end of the metal inserter and the blue piece that holds the femur on, shattered into 3 pieces.